Event description:
It was reported to philips that the device's geometry failed. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received a procedure was proceed when the issue occurred. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that intermittent geometry error. After reviewed the log file the fse confirmed that the potentiometer assy and rotation drive was defected. The fse replaced the potentiometer assy, rotation drive and performed calibration of geometry stand, after replacement of the potentiometer assy, rotation drive the system was returned to use in good working order.